Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon revision, a fluid loss was identified, and a corpora stone was found; therefore, the existing ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Since the event date was not provided, an approximate date of 01/01/2025 was used.